Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead; product ID: 977a275; serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977a275, serial/lot #: (B)(4), (B)(6), (B)(4); product ID: 977a275, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was in a car accident and the leads moved. The patient noted the performance of the leads was different and it took more power for less pain relief. The patient stated the leads were placed in the c-spine. The radiologists were concerned that it would not be safe to have an MRI, so they removed the leads in order for the patient to undergo an MRI. The patient indicated they did not activate MRI mode prior to the MRI and they were not sure if stimulation was turned off. The patient said the leads were removed (B)(6) 2018. No further complications were reported.